Event description:
A registered nurse states that she has used latex gloves made by several different glove manufacturers. She reports that she has developed a latex allergy due to her exposure to latex gloves.